Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced tingling, numbness in the back and legs and difficulty walking after a permanent implant procedure. Patient is currently undergoing physical therapy.